Manufacturer narrative:
Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that on (B)(6) 2019, good effect was observed according to the results of a screening test (scr), which was performed at the department of neurology. Therefore, there was a low possibility that the event was caused by drug resistance, and it was considered that the event might be attributed to an anomaly of the catheter. A replacement procedure of the catheter would be performed on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via (B)(6). It was reported the classification of severity was ¿3 (serious)¿. The date of incidence was (B)(6) 2017. On (B)(6) 2017, deterioration of spasticity in the lower limbs was observed. On (B)(6) 2019, replacement of the intrathecal catheter was performed, and improvement was seen. On (B)(6) 2019, radiation therapy for medulloblastoma and spinal dissemination was also performed. During catheter replacement, after removing the initial catheter, the saline solution was injected to the pump from the access port. Flow loss from the catheter tip was confirmed, and no problem/no damage with the catheter was also confirmed. After that, the new catheter was inserted. After inserting the new catheter, adhesion in the intrathecal space was considered as a factor of the decrease in spontaneous drip of cerebrospinal fluid (csf) from the catheter tip near th11-12 where ¿catheter b was inserted till the point¿. After that, when catheter tip was pulled down to l1, spontaneous drip of csf increased considerably. Adhesion of the subarachnoid cavity and diffusion impairment of gabalon due to adhesion of the subarachnoid cavity were considered as the causes. It was the physician¿s assessment that part of the catheter tip was adhered in the intrathecal space. The event recovered on (B)(6) 2019. It was reported that the causality was not attributed to the catheter. It was reported the patient¿s underlying disease was medulloblastoma. No further history or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon [unknown con centration] at 390 mcg/day. The purpose of use (indication(s) for use) was ¿after procedure of osteoblast¿. It was reported the patient experienced a weakening of the effect on spasticity from (B)(6) 2019. Catheter contrast examination was performed. Aspiration of cerebrospinal fluid (csf) failed (unable to aspirate), so the contrast examination failed. After that, the CT scan examination was scheduled. Variability at the time of refilling was zero percent. After ¿the same examination was performed as before¿, the effect was produced by increasing the dose of the drug. The cause of was presumed as ¿a part of the catheter tip was outside the epidural¿ or ¿the catheter was fractured¿ or ¿because the patient¿s csf was dry, drug resistance of baclofen was developed¿ or ¿a part of the catheter tip was adhered.¿ it was clarified that the cause was unknown. A CT scan was performed on (B)(6) 2019, but the cause of the event was unknown. Catheter contrast examination would be discussed again when the drug inside the pump was diluted or the present drug inside the catheter disappeared following changing the saline solution in the future. The event was unrecovered. The classification of severity was ¿n/a to 1-7 (not serious)¿. The causality was not attributed to the drug, pump, programmer, or surgical procedure. It was unknown if the causality was attributed to the catheter. There was no history of adverse reactions reported. There were no concomitant drugs and history reported.

Manufacturer narrative:
Additional information has clarified that MFR report number 3004209178-2019-01592 and MFR report number 3004209178-2017-21811 can be captured within one event. All further information regarding this event will be captured in MFR report number 3004209178-2017-21811. If information is provided in the future, a supplemental report will be issued.